Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient (born in (B)(6)) coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2007, the patient began treatment with dianeal pd4 ultrabag therapy (dose and frequency not reported, lot numbers unknown) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain an cloudy solution. On (B)(6) 2011, the patient was hospitalized for the peritonitis. Remedial treatment included cefazoline (1 g x 2 g/daily) and gentamycin (40 mg x 80 mg/daily). On (B)(6) 2011, the patient was discharged from the hospital. The peritonitis was ongoing and improved. Dianeal pd4 ultrabag therapy was ongoing. The patient was not taking any concomitant medications. The consumer believed the peritonitis was unrelated to dianeal pd4 ultrabag therapy and reported the cause of the peritonitis as a poor environment.